Manufacturer narrative:
Patient underwent a total of 7 laser tattoo removal treatments on their upper arm. Patient had a cover up tattoo that was done 10 years ago. The old tattoo was artisanal with unknown ink. Patient started picosure treatments in (B)(6) 2024 and did not inform site about the old tattoos. Scarring became visible on top of the treated tattoo after 5th treatment. Site performed 6th treatment on the rest of the tattoo, but did not treat the new scar. More scarring occurred after the 6th treatment, and the technician proceeded with the 7th treatment on unaffected skin avoiding the scar tissue. Site's medical director prescribed preventative steroid cream and an unknown topical for scar improvement. Cynosure clinical determined the event is caused by user and patient error. Technician continued performing treatments even after the first keloid scar became visible. Per cynosure clinical, "this may have contributed to the further scarring that occurred with subsequent treatments." Patient failed to disclose the presence of the 10 year old tattoo and the unknown cover up ink during consultation. The device history record confirms that the product passed and met all requirements before releasing. Cynosure field service engineer (fse) arrived at the site and evaluated the device. The handpiece's pulse was found out of range and power output was low. Fse confirmed the device did not meet published specification. Although the device was not meeting specification and power output was confirmed to have low energy, this would not cause the patient to scar. Low energy found outside of the allowed specification means that the patient would not have felt the full effect of radiation output, but very little. Root cause to why patient experienced scarring is supported by cynosure's clinical evaluation. Since scarring occurred post treatment, this is considered a permanent injury and therefore reportable.

Event description:
It was reported that patient experienced hypertrophic scarring following a laser tattoo removal treatment using picosure.